Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle, water removal ability did not meet the standard value, due to a dent on s-cover, water tightness was lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, a-rubber had a scratch, adhesive on a-rubber had a chip, adhesive on a-rubber had a crack, adhesive on a-rubber had white-clouded area, scope connector was dirty due to water leakage, s-connector had corrosion, adhesive around objective lens is peeled, connecting tube had coating peeling, connecting tube had a scratch, adhesives around light guide lens had white-clouded area, adhesive around objective lens was peeled, objective lens had a scratch, universal cord had a scratch, switch 1 had a scratch, air water cylinder had corrosion, up/down knob had corrosion, image guide protector had a scratch, connecting tube had discoloration, and due to a scratch on objective lens, the image had dark area partially. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end had foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer informed olympus they could not provide any information about reprocessing, as it is done by an unspecified third party. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing was not conducted properly due to leakage from the bending section cover (a-rubber). The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.